Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch hbm159; batch hcm007. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent a surgical eye procedure for glaucoma on an unknown date and suture was used. Post-operatively, the needle hole did not fuse. The patient experienced inflammation and underwent another procedure for resuturing. Additional information has been requested.